Event description:
As reported, during a tapp procedure on (B)(6) 2022, using a 3dmax light mesh, the surgeon rolled the mesh prior to insertion, and it was noted that the edge of the mesh was torn. It was reported that the mesh was removed from the patient's body and another mesh was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, the sample is being returned for evaluation, but at this has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made at this time. If/when the sample is received and the evaluation has been completed, a supplemental MDR will be submitted to document the results. Review of manufacturing records confirms product was manufactured to specification.

Event description:
As reported, during a tapp procedure on (B)(6) 2022, using a 3dmax light mesh, the surgeon rolled the mesh prior to insertion, and it was noted that the edge of the mesh was torn. It was reported that the mesh was removed from the patient's body and another mesh was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, the sample is being returned for evaluation, but at this has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made at this time. If/when the sample is received and the evaluation has been completed, a supplemental MDR will be submitted to document the results. Review of manufacturing records confirms product was manufactured to specification.addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the results of the sample evaluation. Visual evaluation of the sample finds there are multiple tears in the edge seal from handling. It also appears that a surgical tool / graspers were used during the placement attempt. Based on the sample evaluation and investigation performed, root cause is determined to be user/device interface while handling the mesh with graspers while attempting to deploy. No manufacturing anomalies were found. Per the instructions-for-use (IFU) supplied with the device, "use an appropriate sized trocar to allow mesh to slide down the trocar with minimal force". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.